Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that stim will turn off all by itself. Patient is not even in the same room as the controller when the stim turns off. It occurs intermittently; one time she was sleeping another she was in a different room; controller shows stim is off. Patient would notice that her pain had returned and when she would check the ins with the controller, it showed the ins is off. The stim was turned off and she used the controller to turn stim back on. The controller battery level showed 100% and the ins level showed 70 or 80%. Event date was provided as the past several weeks. Patient also stated that she was in pain and "miserable out of my mind." When she was trying to increase her stimulation, the controller was not "holding" the stimulation level, which was reason for call. Caller was stating that when she would increase the stimulation she would see it increase to her desired "2.7," but the next time she would check her controller, the controller would read "1.". They increase stim but it doesn't stay. Event date was provided as 9/11/19. Caller confirmed that she did not have adaptive stim and that she only had one program on her group a. It was explained to patient hat because she was only seeing the one program under group a that when she would increase the stimulation, she would initially see the increase, but it is normal to see the intensity level for a minute and then the program would go back to "1" indicating "program 1" and not intensity level "1." After pss explained this was normal and that the intensity was holding, caller understood. Patient was redirected to the hcp. No further complications were reported.

Event description:
Additional information was reported that the patient did not know the circumstances that led to their ins turning itself off. The patient turned the ins back on, but the issue has not been resolved. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.